Event description:
Watchman pms. It was reported that death occurred. A left atrial appendage (laa) closure procedure was performed, and a 33mm watchman laa closure device was implanted. Approximately two years post-implant the patient was reported to have died. No additional information is known.

Manufacturer narrative:
B2: outcome changed as the death is not considered to be related to the device.

Event description:
Watchman pms. It was reported that death occurred. A left atrial appendage (laa) closure procedure was performed, and a 33mm watchman laa closure device was implanted. Approximately two years post-implant the patient was reported to have died. No additional information is known. It was further reported that the death is categorized as "unexplained death". There is no indication that the watchman caused or contributed to the death. Therefore, this is not a reportable event.